Event description:
Initial info reported by a consumer to the us food and drug administration and was received by a sanofi aventis employee on (B)(6) 2010: a consumer initiated treatment with injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] three vials for the indication of volume loss in face, aging and cosmetic purposes. The vials were all injected the same day into six sites of the consumer's face. After the injections, the consumer rubbed the sites as prescribed. On (B)(6) 2009, the consumer developed hard lumps in the face; one of which was clearly visible and had a lumpy appearance. The lump was about 1 inch long located on the cheekbone. The consumer read online that the results with injectable poly-l-lactic acid vary widely with many people reporting disfiguring lumps on their faces like the consumer's. No further relevant info reported.